Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon detachment occurred. The degree of stenosis, tortuosity and calcification of the lesion is unk. The quantum maverick mr 15mm x 3.0mm balloon catheter was advanced to an unk lesion and upon withdrawal, the balloon detached from the shaft in the guide catheter on the wire. The physician removed everything with no pt complication. The procedure was completed with this device. The pt's status was reported as "fine."